Event description:
The pt was implanted with two leads from the same lot number. It was reported the pt was in a care accident and since her stimulation changed. X-rays taken showed the lead moved. Surgical intervention is planned for a later date to address the issue. Per the manufacturer's database the pt's scs leads were replaced with two new leads on (B)(6) 2013. Additionally, the pt's ipg was replaced with a non-rechargeable ipg (per the pt's request) because she did not like having to charge her ipg. There was no known or alleged deficiency with the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.